Event description:
It was reported that the patient presented two days post implant with low blood pressure and sinus tachycardia. Imaging and echocardiogram showed a pericardial effusion and probably atrial lead perforation. It was also noted that the patient had tamponade. The right atrial (ra) lead also showed threshold higher than that recording at implant. The patient underwent a pericardiocentesis to drain the pericardial effusion. The ra lead was repositioned. It was also noted that during the ra lead reposition the right ventricular (rv) lead became dislodged and also had to be repositioned. The ra and the rv leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4) implantable pulse generator 2012 (B)(6). (B)(4).